Manufacturer narrative:
Na

Event description:
The customer reported the ventilator restarted while in use on a patient. The customer reported the ventilator did alarm and there was no patient harm. The manufacturer's field service technician reported, he was unable to duplicate the customer report. The service technician verified a diagnostic code in the ventilator log history that indicated a ventilator restart. During testing of the ventilator, the service technician reported ground resistance was out of specifications. The power cord was replaced to correct the findings. Extended self testing (est) was performed and all tests passed per operating specifications.